Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated experiencing mechanical issues with an inflatable penile prosthesis (ipp) as the pump will squeeze and transfer fluid once but the device would not inflate with subsequent compressions. The pump stayed flat when it was pressed. The deflation button operated as expected, draining the fluid back to the pump.